Manufacturer narrative:
What was reported by the customer has not been confirmed by the accuracy test performed on the pump, which shows that mean flow and overall error are within the limits. No malfunction was found by service: the device was found working according to its specifications and intended use. No consequences for the patient.

Event description:
The customer reported the following: "although all the infusion parameters were the same, injector is empty one day earlier than usual."